Event description:
Philips received a complaint on the device efficia dfm100 indicating that customer deployed the device dfm100 when a patient went into a cardiac arrest. The device was deployed in AED mode and for the first two analysis the device indicated ""no chock advised"". The customer's view was that the presented rhythm appeared to meet the criterial for a shockable rhythm (visually). The customer switched to manual mode a provided a shock to the patient. The patient reverted to a non-shockable rhythm. Defibrillators are life-saving devices; therefore, the reported event will be considered a serious injury due to the serious deterioration of health that may result from a delay or failure to shock. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
This report is based on information provided by philips third party authorized service provider and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 device indicating that the device did not advise to shock during what's believed is shockable rhythm. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The cardiac services engineer evaluated the device on site and did find any problem. The device is fully functional and does not require any further technical intervention. The patient event file (pef) was revied by the clinician and it was determined that no shock advised decisions were made by the philips smart analysis AED algorithm as the presenting rhythm were non-shockable. The device performed according to the specifications. The product support engineer evaluated the device error log, there is no evidence suggesting the device underwent a performance failure. The device should have been working as expected. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem use error. The reported problem was confirmed. The customer misunderstood the device's behavior. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.